Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the battery would not hold a charge. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) found the charge meter was reading in the "yellow" area and drops quickly when alternative current (a/c) power was removed. The unit will not run on battery power. Preventative maintenance (pm) was recently completed, however, the batteries were not available at that time. The fsr replaced the unit's batteries per the three year pm and the unit operated to MFR specs and was returned to clinical use. The suspect batteries were returned for further eval. Investigation in process, but not yet completed.